Manufacturer narrative:
Batch review performed on 20 november 2017. (B)(4).

Event description:
The patient came in due to signs of infection. The pathogen is unknown. The surgeon revised the insert. The surgery was completed successfully.